Event description:
It was reported that the pump has inconsistent battery life. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and is in the process of obtaining a new device.